Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response button is intermittently non-functional. The cause for the failure was a contaminated switch. The root cause for the defective switch was the ingress of an unknown contaminant. There was no death or adverse event associated with the monitor malfunction.

Event description:
04/22/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that the response buttons on a monitor were not working properly.